Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead and device, it was noted at a post operative check, the lead impedance was out-of-range (oor) and greater than 2000 ohms. The lead had perforated the patient. The lead was repositioned and the patient is doing well. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.